Manufacturer narrative:
Concomitant medical products: 3487a pain stim lead, implanted (B)(6) 1991; 7424 dbs ipg, implanted (B)(6) 1991; 7495-51 neuro extension, implanted (B)(6) 1991. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant the right atrial (ra) lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.